Manufacturer narrative:
(B)(4): it was reported that the device locked up during opcheck when the charge button was pressed. The device was evaluated at philips. The symptoms was verified. The processor pca was replaced to resolve the issue.

Event description:
It was reported that the device locked up during opcheck when the charge button was pressed.